Event description:
It was observed that during the device evaluation, the us-scope/us-probe exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of a gap between the acoustic lens and ultrasound probe was confirmed. Based on the results of the investigation, a definitive root cause for gap between acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.